Event description:
During the procedure a cypher package (3.5x 18mm) was opened, the physician noticed the distal end of the stent was partially expanded. The balloon was not expanded and had remained as its smallest profile. The device was not prepped or clinically used. The product will be returned for an analysis.

Manufacturer narrative:
The event involved a cypher sds associated with proximal and distal strut uplift prior to use on a pt. It was reported that when a 3.50 x 18mm cyper stent package was opened, the distal struts were partially expanded. The sds balloon remained at its' smallest profile. The device was not prepped and was not used in the pt. When the product was returned, both the proximal and the distal struts were uplifted. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Upon receipt of the returned product, the complaint for stent partially expanded was confirmed. The stent was inserted over the balloon with the first section of struts expanded on the proximal end, and the first three sections of struts expanded on the distal end. A microscopic analysis was conducted and droplets of a clear liquid were found inside the balloon inflation lumen. A conclusive root cause for this complaint cannot be determined. A DHR was conducted for this lot and the product met quality requirements for product acceptance.